Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was also received with cracked case at display window corners, cracked battery tube threads and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared due to the buttons not responding. Blood glucose value 196 mg/dl. The customer explained that he had gone into the ocean wearing the insulin pump. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.